Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system, the nurse experienced a needle stick injury-post use. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021 the nurse used indwelling needle for infusion of the patient, and stabbed her hand when withdrawing the needle. Notify the manufacturer and the primary agent, and go to the hospital together with the manufacturer's representative and the primary agent to understand the relevant situation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system, the nurse experienced a needle stick injury-post use. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021 the nurse used indwelling needle for infusion of the patient, and stabbed her hand when withdrawing the needle. Notify the manufacturer and the primary agent, and go to the hospital together with the manufacturer's representative and the primary agent to understand the relevant situation.

Manufacturer narrative:
Investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system, the nurse experienced a needle stick injury-post use. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the nurse used indwelling needle for infusion of the patient, and stabbed her hand when withdrawing the needle. Notify the manufacturer and the primary agent, and go to the hospital together with the manufacturer's representative and the primary agent to understand the relevant situation.